Event description:
Indwelling foley catheter balloon would not deflate completely despite several attempts. Approximately 5-5.5cc removed from balloon. Waiting for sample to determine if it is a kendall product. Kendall received notification of the complaint on 04/03/02. Sample was received on 05/08/02. Sample was needed to determine if the catheter was made by kendall.